Event description:
It was reported that the total knee implant was opened for implantation and the attune femur had residue on the implant when opened from sterilized packaging. Surgeon not comfortable implanting and requested another implant to implant.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was received for examination, however the reported allegation cannot be confirmed. The device was received by itself and no further information/evidence is provided, the packaging issue cannot be investigated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d4 (lot), d9 and h4 corrected: h3.